Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse patient effects - disability box should not be checked. The device was not returned for analysis. The reported patient effects of occlusion and vasoconstriction as listed in the graftmaster rx coronary stent graft system, IFU, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, the IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Furthermore, it should be noted that the IFU states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A deep penetrating ulcer (type c dissection / intimal tear) with staining, but no active extravasation, was then noted in the lcx stented area (non-abbott). As prolonged inflations with an unspecified 2.5x12mm balloon did not resolve the staining, a 2.8x19mm rx graftmaster covered stent was advanced, but was unable to cross. It was withdrawn, a guideliner was advanced, then the graftmaster was re-advanced and crossed; the graftmaster was deployed at 14 atm for 30 seconds, resolving the deep ulcer staining, however, resulting in vasospasm distally. The vasospasm was treated via angioplasty with an unspecified 2.5x15mm balloon and with vasodilators. Final angiography showed timi iii flow with widely patent lcx stent with a 30% ostial narrowing (pinching) of the om2 stent due to the neighboring graftmaster stent (side branch blockage). Treatment of the sidebranch blockage was deemed unnecessary by the physician. The access site was closed using a perclose vessel closure device. The patient was asymptomatic, hemodynamically stable, and had normal left ventricular function with improvement of posterobasal hypokinesis at the conclusion of the procedure. The patient was transferred to the intensive care unit per routine for stemi patients then was discharged (B)(6) 2017. There were no reported adverse patient sequelae. No additional information was provided. (B)(4). Concomitant products: guide wire: 0.014 x 180cm prowater ; guide catheter: 6fr ebu 3.5; guideliner; finecross microcatheter stent: 2.5x16mm rebel; 2.25x16mm rebel; 2.25x15mm mini vision. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient presented with inferior st elevated myocardial infarction (stemi) that resulted in posterobasal hypokinesis (decreased heart muscle movement). The mid dominant left circumflex (lcx) coronary artery was 100% occluded (stemi culprit vessel) and the ostial / proximal 2nd obtuse marginal (om2) coronary artery was 90% occluded and severely stenosed. After advancement of a non-abbott 6fr 3.5 guide catheter, a 0.014 x 180cm prowater guide wire crossed the lcx lesion without issue using a non-abbott extension wire and a non-abbott microcatheter. Pre-dilatation was then performed with an unspecified 2.0x15mm balloon inflated to 10 atmospheres (atm) for 15 seconds, 3 times, resulting in dissection (plaque rupture). Routine nitroglycerin (100mcg) was then given to treat the stemi. An unspecified guide wire was advanced to the om2, but was withdrawn to enable aspiration thrombectomy, as thrombus was noted throughout the lcx as a result of the stemi;10cc blood was aspirated from the lcx. The patient was given phenylephrine for decrease in blood pressure. Per physician opinion, the prowater did not cause or contribute to dissection, thrombus, or blood pressure drop. The mid lcx was then stented via right common femoral access with a 2.5x16mm non-abbott bare metal stent (bms) deployed at 11 atm for 20 seconds, when vasospasm occurred distally. A 2.25x16mm non-abbott bms was then deployed distally. The om2 was then treated via deployment of a 2.25x15mm mini vision stent deployed without issue at 12 atm for 30 seconds. ***case description continued in h10.

Manufacturer narrative:
(B)(4). Describe event or problem: per physician opinion, use of the prowater did not cause or contribute to dissection, thrombus, or blood pressure drop, or vasospasm in any way. A 2.25x16mm non-abbott bms was then deployed distally. The om2 was then treated via deployment of a 2.25x15mm mini vision stent deployed without issue at 12 atm for 30 seconds. A deep penetrating ulcer (type c dissection / intimal tear) with staining, but no active extravasation, was then noted in the lcx stented area (non-abbott). As prolonged inflations with an unspecified 2.5x12mm balloon did not resolve the staining, a 2.8x19mm rx graftmaster covered stent was advanced, but was unable to cross. It was withdrawn, a guideliner was advanced, then the graftmaster was re-advanced and crossed; the graftmaster was deployed at 14 atm for 30 seconds, resolving the deep ulcer staining, however, resulting in vasospasm distally. The vasospasm was treated via angioplasty with an unspecified 2.5x15mm balloon and with vasodilators. Final angiography showed timi iii flow with widely patent lcx stent with a 30% ostial narrowing (pinching) of the om2 stent due to the neighboring graftmaster stent (side branch blockage). Treatment of the sidebranch blockage was deemed unnecessary by the physician. The access site was closed using a perclose vessel closure device. The patient was asymptomatic, hemodynamically stable, and had normal left ventricular function with improvement of posterobasal hypokinesis at the conclusion of the procedure. The patient was transferred to the intensive care unit per routine for stemi patients then was discharged (B)(6) 2017. There were no reported adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received resulting in the following revised event description: it was reported that on (B)(6) 2017, the patient presented with inferior st elevated myocardial infarction (stemi) that resulted in posterobasal hypokinesis (decreased heart muscle movement). The mid dominant left circumflex (lcx) coronary artery was 100% occluded (stemi culprit vessel) and the ostial / proximal 2nd obtuse marginal (om2) coronary artery was 90% occluded and severely stenosed. After advancement of a non-abbott 6fr 3.5 guide catheter, a 0.014 x 180cm prowater guide wire crossed the lcx lesion without issue using a non-abbott extension wire and a non-abbott microcatheter. Pre-dilatation was then performed with an unspecified 2.0x15mm balloon inflated to 10 atmospheres (atm) for 15 seconds, 3 times, resulting in dissection (plaque rupture). Routine nitroglycerin (100mcg) was then given to treat the stemi. An unspecified guide wire was advanced to the om2, but was withdrawn to enable aspiration thrombectomy, as thrombus was noted throughout the lcx as a result of the stemi; 10cc blood was aspirated from the lcx. The patient was given phenylephrine for decrease in blood pressure. The mid lcx was then stented via right common femoral access with a 2.5x16mm non-abbott bare metal stent (bms) deployed at 11 atm for 20 seconds, when vasospasm occurred 3 to 5mm distal to the deployed stent. Reportedly, the vasospasm is attributed to the presenting stemi with 100% occlusion and stent deployment may have indirectly contributed to the vasospasm.